Manufacturer narrative:
Lockout controls for lift were engaged.

Event description:
It was reported by service report that the bed lift was stuck in a raised position. No pt involvement or adverse consequences are reported.